Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: the liner and shell are confirmed compatible. Neither operative notes nor x-rays have been provided for review. The component fit and orientation per the surgical technique is unk. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence there to is unk. With the info provided, a definitive root cause cannot be determined.: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2018 - 05391 no device or additional investigational inputs were returned for evaluation. Review of the known product/lot code combinations device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Device history review was unable to be completed for the unknown part/lot femoral stem. Root cause was unable to be determined with the limited information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient has pain, has difficulty ambulating, feels implant is migrating, and has numbness after a fall. No further information has been made available at this time.